Event description:
Patient's wife reported faulty vyalev pump. Replacement pump sent to patient. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Indication: parkinson's disease with dyskinesia, with fluctuations.